Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 04-oct-2019. The most recent information was received on 11-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('disorganised pelvic heaviness with highly lateralised pain since the insertion/ heavy pains (no etiology found)'), allergy to metals ('nickel allergy') and asthenia ('chronic asthenia with the feeling of having aged 10 years / chronic and disabling asthenia / generalized loss of energy') in a 37-year-old female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide". The patient's medical history included parity 2. Concurrent conditions included allergy to metals. On (B)(6) -2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("significant pain during implantation and all day long was intense / heavy pains (during the essure insertion)"). In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("skin rash (wrists & forearms) / cutaneous rashes"), back pain ("muscle back pain"), headache ("helmet-type headache / frequent headaches/ recurrent and important headaches / unusual, severe and frequent headaches"), sjogren's syndrome ("dryness syndrome"), asthenia (seriousness criterion disability), arthralgia ("joint pain (shoulders, elbows, right knee) / multiple joint pain"), myalgia ("muscle pain (neck & lumbar) / multiple muscle pain") and visual impairment ("visual deterioration every year / vision problems (with a very rapid aggravation)"). In 2011, the patient experienced dyspnoea ("breathless"). In 2014, the patient experienced presbyopia ("presbyopia started at age 43"). In 2015, the patient experienced dry eye ("dry eye started at age 44"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("chronic and intense fatigue "), metal poisoning ("heavy metal poisoning"), adenomyosis ("uterine adenomyosis / adenomyosis"), tinnitus ("tinnitus / ear disorder"), hypoacusis ("hearing decreased"), insomnia ("insomnia"), disturbance in attention ("impaired concentration "), memory impairment ("impaired memory "), speech disorder ("speech disorder"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder") and foreign body reaction ("granulomas in the tubes, in contact with the essure"). The patient was treated with surgery (hysterectomy and salpingectomy performed to remove essure), she needed progressive lenses since age 44 and wears orthopedic insoles due to knee pain. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, abdominal pain, headache, asthenia, fatigue, arthralgia, visual impairment, procedural pain, adenomyosis, insomnia, disturbance in attention, nasal disorder and oropharyngeal discomfort was resolving, the allergy to metals, back pain, sjogren's syndrome, dry eye, metal poisoning, hypoacusis and foreign body reaction outcome was unknown and the myalgia, presbyopia, dyspnoea, tinnitus, memory impairment and speech disorder had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, back pain, disturbance in attention, dry eye, dyspnoea, fatigue, foreign body reaction, headache, hypoacusis, insomnia, memory impairment, metal poisoning, myalgia, nasal disorder, oropharyngeal discomfort, pelvic pain, presbyopia, procedural pain, rash, sjogren's syndrome, speech disorder, tinnitus and visual impairment to be related to essure. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. After essure removal, improvement of the health status bur persistence of muscular pain, tinnitus, memory disorders, and speech disorders. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2009: nickel: 4.8 ¿g/l in plasma (norms < 1.3 ¿g/l). Pathology test - on (B)(6) 2019: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure; on (B)(6) 2019: the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide. Ultrasound scan - in (B)(6) 2009: implants were correctly placed. X-ray - on an unknown date: numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. Lot number:628312 manufacture date: 2008-10 expiration date: 2011-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (b)() ) on (B)(6) 2019. The most recent information was received on 06-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('disorganised pelvic heaviness with highly lateralised pain since the insertion/ heavy pains (no etiology found)'), allergy to metals ('nickel allergy') and asthenia ('chronic asthenia with the feeling of having aged 10 years / chronic and disabling asthenia / generalized loss of energy') in a 37-year-old female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide". The patient's medical history included parity 2. Concurrent conditions included allergy to metals. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("skin rash (wrists & forearms) / cutaneous rashes"), back pain ("muscle back pain"), headache ("helmet-type headache / frequent headaches/ recurrent and important headaches / unusual, severe and frequent headaches"), sjogren's syndrome ("dryness syndrome"), asthenia (seriousness criterion disability), arthralgia ("joint pain (shoulders, elbows, right knee) / multiple joint pain"), myalgia ("muscle pain (neck & lumbar) / multiple muscle pain") and visual impairment ("visual deterioration every year / vision problems (with a very rapid aggravation)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("significant pain during implantation and all day long was intense / heavy pains (during the essure insertion)"). In 2011, the patient experienced dyspnoea ("breathless"). In 2014, the patient experienced presbyopia ("presbyopia started at age 43"). In 2015, the patient experienced dry eye ("dry eye started at age 44"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("chronic and intense fatigue "), metal poisoning ("heavy metal poisoning"), adenomyosis ("uterine adenomyosis / adenomyosis"), tinnitus ("tinnitus / ear disorder"), hypoacusis ("hearing decreased"), insomnia ("insomnia"), disturbance in attention ("impaired concentration "), memory impairment ("impaired memory "), speech disorder ("speech disorder"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder") and foreign body reaction ("granulomas in the tubes, in contact with the essure"). The patient was treated with surgery (hysterectomy and salpingectomy performed to remove essure), she needed progressive lenses since age 44 and wears orthopedic insoles due to knee pain. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, abdominal pain, headache, asthenia, fatigue, arthralgia, visual impairment, procedural pain, adenomyosis, insomnia, disturbance in attention, nasal disorder and oropharyngeal discomfort was resolving, the allergy to metals, back pain, sjogren's syndrome, dry eye, metal poisoning, hypoacusis and foreign body reaction outcome was unknown and the myalgia, presbyopia, dyspnoea, tinnitus, memory impairment and speech disorder had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, back pain, disturbance in attention, dry eye, dyspnoea, fatigue, foreign body reaction, headache, hypoacusis, insomnia, memory impairment, metal poisoning, myalgia, nasal disorder, oropharyngeal discomfort, pelvic pain, presbyopia, procedural pain, rash, sjogren's syndrome, speech disorder, tinnitus and visual impairment to be related to essure. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. After essure removal, improvement of the health status bur persistence of muscular pain, tinnitus, memory disorders, and speech disorders. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2009: nickel: 4.8 g/l in plasma (norms < 1.3 ¿g/l). Pathology test - on (B)(6) 2019: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure; on (B)(6) 2019: the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide. Ultrasound scan - in (B)(6) 2009: implants were correctly placed. X-ray - on an unknown date: numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: information from deleted case (B)(4) (MFR number 2951250-2021-01343) transferred. Patient´s date of birth, medical history and lab data were added. The adverse events (abdominal pain, insomnia, chronic fatigue, impaired memory, nasal disorder, throat discomfort, speech disorder, heavy pains (no etiology found) and, device material issue) were transferred and the outcome for the adverse events (pelvic pain female, asthenia, adenomyosis, procedural pain, headache, painful joints, muscle pain, visual impairment, ear disorder / tinnitus and rash) were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and sjogren's syndrome ('dryness syndrome') in a female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), asthenia ("chronic asthenia"), arthralgia ("joint pain (shoulders, elbows, right knee)"), myalgia ("muscle pain (neck & lumbar)"), headache ("helmet-type headache"), visual impairment ("visual deterioration"), rash ("skin rash (wrists & forearms)") and procedural pain ("significant pain during implantation"). The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6) 2019 to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, sjogren's syndrome, asthenia, arthralgia, myalgia, headache, visual impairment, rash and procedural pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, headache, myalgia, procedural pain, rash, sjogren's syndrome and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: r1917205) on 04-oct-2019. The most recent information was received on 31-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disorganised pelvic heaviness with highly lateralised pain since the insertion'), allergy to metals ('nickel allergy') and sjogren's syndrome ('dryness syndrome') in a 43-year-old female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), asthenia ("chronic asthenia with the feeling of having aged 10 years"), arthralgia ("joint pain (shoulders, elbows, right knee)"), myalgia ("muscle pain (neck & lumbar)"), back pain ("muscle back pain"), headache ("helmet-type headache"), visual impairment ("visual deterioration every year") and rash ("skin rash (wrists & forearms)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("significant pain during implantation and all day long was intense"). In 2011, the patient experienced dyspnoea ("breathless"). On an unknown date, the patient experienced metal poisoning ("heavy metal poisoning"), adenomyosis ("uterine adenomyosis"), presbyopia ("presbyopia started at age 43"), dry eye ("dry eye started at age 44"), tinnitus ("tinnitus") and hypoacusis ("hearing decreased"). The patient was treated with surgery (hysterectomy and salpingectomy performed to remove essure), she needed progressive lenses since age 44 and wears orthopedic insoles due to knee pain. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, sjogren's syndrome, asthenia, arthralgia, myalgia, back pain, headache, visual impairment, rash, procedural pain, metal poisoning, adenomyosis, dry eye, tinnitus and hypoacusis outcome was unknown and the dyspnoea and presbyopia had not resolved. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, asthenia, back pain, dry eye, dyspnoea, headache, hypoacusis, metal poisoning, myalgia, pelvic pain, presbyopia, procedural pain, rash, sjogren's syndrome, tinnitus and visual impairment with essure. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: it was detected that this record was a duplicate to follow up report received on 31-oct-2019 at duplicate number fr-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2019-11102) which will be deleted after all information was transferred to this duplicate # bayer-(B)(4) (ha ansm # (B)(4)) which will be retained. New: second ha ansm number was added r1919745. New events added: adenomyosis, back pain, dry eye, dyspnoea, hypoacusis, metal poisoning, pelvic pain, presbyopia, tinnitus (the other events were duplicates to events reported in this report previously). Test information was added (previously none reported). Reporter comment was added (previously none reported). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 04-oct-2019. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("disorganised pelvic heaviness with highly lateralised pain since the insertion/ heavy pains (no etiology found) / right pelvic pain"), allergy to metals ("nickel allergy") and asthenia ("chronic asthenia with the feeling of having aged 10 years / chronic and disabling asthenia / generalized loss of energ/ chronic and intensive astheniay") in a 37 year-old female patient who had essure inserted (lot no. 628312). Additional non-serious events are detailed below. Product or product use issues identified: device material issue ("fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide"). The patient had a medical history of cervical intraepithelial neoplasia I (dysplasia (low grade lesion), slight lesion undefined cause also on (B)(6) 2003, (B)(6) 2003, colposcopy, electroresection (B)(6) 2003, no additional anomaly observed, (B)(6) 2004 : normal smear) from 2002 to 2003, cervicitis human papilloma virus (epithelial impairment found in cervico-vaginal smear) in 2002, chronic depression in 1999, quincke's edema in 1997 and ear, nose and throat disorder, skin rash, joint pain, muscle ache, loss of energy, human papillomavirus infection (cervical laser for human papillomavirus 2007), cervical conization, pain menstrual, adenomyosis, iud expelled, ear, nose and throat disorder (treated with prednisone), scoliosis, pneumonia viral, dermatitis due to metals, pollen allergy, sicca syndrome, smoker and parity 2. Previously administered products included: minesse. As concurrent condition the report mentioned allergy to metals. Concomitant products included nsaids for angioedema, zoloft (sertraline hydrochloride) for angioedema and effexor (venlafaxine hydrochloride) for depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and procedural pain ("significant pain during implantation and all day long was intense / heavy pains (during the essure insertion)"). In (B)(6) 2009 she experienced allergy to metals (seriousness criteria medically important and intervention required), rash ("skin rash (wrists & forearms) / cutaneous rashes"), back pain ("muscle back pain"), headache ("helmet-type headache / frequent headaches/ recurrent and important headaches / unusual, severe and frequent headaches"), sjogren's syndrome ("dryness syndrome"), asthenia (seriousness criterion disability), arthralgia ("joint pain (shoulders, elbows, right knee) / multiple joint pain"), myalgia ("muscle pain (neck & lumbar) / multiple muscle pain") and visual impairment ("visual deterioration every year / vision problems (with a very rapid aggravation) / vision disorders"). In 2011 she experienced dyspnoea ("breathless"). In 2014 she experienced presbyopia ("presbyopia started at age 43"). In 2015 she experienced dry eye ("dry eye started at age 44"). On unknown date she experienced abdominal pain ("abdominal pain"), fatigue ("chronic and intense fatigue "), metal poisoning ("heavy metal poisoning"), adenomyosis ("uterine adenomyosis / adenomyosis"), tinnitus ("tinnitus / ear disorder"), hypoacusis ("hearing decreased"), insomnia ("insomnia"), disturbance in attention ("impaired concentration "), memory impairment ("impaired memory / concentration and memory problems"), speech disorder ("speech disorder"), nasal disorder ("nose disorder"), oropharyngeal discomfort ("throat disorder"), foreign body reaction ("granulomas in the tubes, in contact with the essure"), skin disorder ("dermatological disorders") and arrhythmia ("heart rhythm disorders"). The patient was treated with surgery (hysterectomy and salpingectomy performed to remove essure / hysterectomy 2019 and hysterectomy and salpingectomy performed to remove essure) and non-drug therapy (wears orthopedic insoles due to knee pain and she needed progressive lenses since age 44). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash, abdominal pain, headache, asthenia, fatigue, arthralgia, visual impairment, procedural pain, adenomyosis, insomnia, disturbance in attention, nasal disorder and oropharyngeal discomfort were resolving and the myalgia, presbyopia, dyspnoea, tinnitus, memory impairment and speech disorder had not resolved. The outcomes for allergy to metals, back pain, sjogren's syndrome, dry eye, metal poisoning, hypoacusis, foreign body reaction, skin disorder and arrhythmia were unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arrhythmia, arthralgia, asthenia, back pain, disturbance in attention, dry eye, dyspnoea, fatigue, foreign body reaction, headache, hypoacusis, insomnia, memory impairment, metal poisoning, myalgia, nasal disorder, oropharyngeal discomfort, pelvic pain, presbyopia, procedural pain, rash, sjogren's syndrome, skin disorder, speech disorder, tinnitus and visual impairment to be related to essure administration. The reporter commented: onset of presbyopia was at the age of 43, and the onset of dry eye syndrome a year later. She started needing progressive lenses at age 44. Every year, her eyesight diminishes. The numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia. As regard her knee, she wears orthopedic insoles. Her doctor made a diagnosis of heavy metal poisoning. She stopped to work for medical reason from (B)(6) 2019 to (B)(6) 2019 and from (B)(6) 2019 to (B)(6) 2019. After essure removal, improvement of the health status bur persistence of muscular pain, tinnitus, memory disorders, and speech disorders. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2009. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.55 kg/sqm. [Allergy test] in (B)(6) 2009: nickel: 4.8 g/l in plasma (norms < 1.3 g/l) [magnetic resonance imaging pelvic] on (B)(6) 2019: essure well positioned. Involuted ovaries. Banal uterine adenomyosis [pathology test] on (B)(6) 2019: adenomyosis confirmed, as well as granulomas in the tubes, in contact with the essure and the analysis of the fragment of tissue coming from a horn revealed the presence of 99 metallic particles, among which 84 of tin, 11 of tin + silver, and one of silver oxide [ultrasound scan] in (B)(6) 2009: implants were correctly placed [x-ray] (date unknown): numerous x-rays taken of her back did not explain the cause of pain or chronic asthenia lot number:628312 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events skin disorder & heart rhythm disorder were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2009. The patient stated that she experienced symptoms due to deterioration of essure with particles release. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-(B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and sjogren's syndrome ('dryness syndrome') in a female patient who had essure (batch no. 628312) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), asthenia ("chronic asthenia"), arthralgia ("joint pain (shoulders, elbows, right knee)"), myalgia ("muscle pain (neck & lumbar)"), headache ("helmet-type headache"), visual impairment ("visual deterioration"), rash ("skin rash (wrists & forearms)") and procedural pain ("significant pain during implantation"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6) 2019 to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, sjogren's syndrome, asthenia, arthralgia, myalgia, headache, visual impairment, rash and procedural pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, headache, myalgia, procedural pain, rash, sjogren's syndrome and visual impairment with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.